Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported ", the nurse turned on the pump to check and found that the helium switch could not be unscrewed, and failed to unscrew it even after asking other coworkers to help, so she borrowed the ICU pump to use". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Event description:
It was reported ", the nurse turned on the pump to check and found that the helium switch could not be unscrewed, and failed to unscrew it even after asking other coworkers to help, so she borrowed the ICU pump to use". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4).